Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider called and mentioned the right camber tube is loose and moving around.